Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to implant external fixation at the proximal tibia. Allegedly, the wire broke just above the bead after surgery. This resulted in a pre-mature removal of the external fixation. No patient complications were reported.